Manufacturer narrative:
E. Initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 16 x 2.25 promus premier drug-eluting stent, the shaft was found to be separated in two pieces at about 60 cm from the hub. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 16 x 2.25mm stent delivery system was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. A hypotube break was identified 63cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. During unpacking of a 16 x 2.25 promus premier drug-eluting stent, the shaft was found to be separated in two pieces at about 60 cm from the hub. The procedure was completed with another of the same device. There were no patient complications reported.